Event description:
On (b)(6) 2026, a patient underwent a valvuloplasty procedure using a True PTA balloon. During balloon inflation, only approximately 20 cc of contrast medium could be injected, although the specified balloon volume was 25 cc, a clear inflation problem was detected. There was no reported patient injury.

Manufacturer narrative:
H11: This report was impacted by eMDR scheduled maintenance occurring July 22, 2026 to July 27, 2026. As the lot number for the device was provided, a review of the Device History Records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section A through F: The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.